Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter alleged the patient experienced that day a blood glucose of 340mg/dl, with blurred vision, dry mouth, and nausea, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump lost power after the battery overheated. Corrosion was allegedly on the battery after it was removed, and it was hot to touch. The patient had removed the pump to go swimming prior to the overheating. The last reported bolus was an hour and a half prior. It was also stated the patient was pregnant at the time of the incident. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: during investigation, the available black box data showed no evidence of a power loss. The black box data was not available due to the user continuing pump use overriding the data. The pump was tested for 24 hours with the customer pump settings with no errors, alarms, warnings, over heating or power loss duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.